Event description:
It was reported that during a vaginal hysterectomy procedure, the surgeon was using the device and noticed that there was a stem burn on the labia, no other information was available for the rep at this time. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep after speaking with surgeon: how long has the surgeon and account been using this device? More than 3 months as, esr (B)(6) and flsr (B)(6) have worked with him in the past. I have only covered this account since (B)(6). He was using it when I started as an esr. Were you present for the procedure? No. Are the jaws cleaned of tissue between transections? Unknown. Is yes, how were the jaws cleaned? No answer given. Were the jaws cleaned with saline? No answer given. If yes, was the jaws sloshed around in saline? No answer given. If gauze used, was the gauze slightly wet or soaking wet? No answer given. Was the device dis-connected and re-connected to the generator? Unknown. What part of the device is suspected of causing the burn? Jaws (what part) - neither. Shaft (what part)- neither. Dr (B)(6) mentioned that it was a steam burn. The steam from the device caused the burn. What is the severity of the burn? No answer given. First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. How was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? No other energy was used. Where was the device being used when the burn occurred? In vagina. What is the size of the burn? Unknown. Anything different with the patient size or anatomy that the device was used in a different position? Unknown. Was a speculum in place when the burn occurred? Unknown. If yes, was the speculum weighted or what type of vaginal system was being used? Was the observed burn on the tissue that the surgeon was attempting to seal (i.e. Burn is lateral or out of the side of the jaw) vs. Is the burn on different tissue that the surgeon was not sealing (i.e. Out the top or bottom of the jaw)? Unknown. What medical intervention was used to treat the burn? (Such as salve or stitches) unknown. Are there any anticipated long-term effects from the burn? Unknown. When was the burn noticed: during the procedure - yes and the device was saved. What is the current patient condition? Unknown. Did the patient need any follow-up? If yes, what was the outcome. Unknown. Patient age and weight; did the patient have any pre-existing conditions? Unknown.